Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sensor was fractured while in the body and that there was blood at site when inserted. Customer reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Then, performed visual inspection and found insertion needle bent inside the needle hub. See attachment file for details. Unable to confirm customer received sensor/needle in said condition due to customer returned opened/used.